Manufacturer narrative:
Additional devices listed in this event: catalog: 6642-2-640, description: duracon symmet duration 36x10m, lot: 349963. Catalog: 5520-b-600, description:triathlon prim tib baseplate - cemented, lot: ggwyd. Catalog: 5515f701 description:triathlon ps fem comp #7l-cem, lot: s7nfb. At this time, it cannot be determined which, if any of the reported devices may have caused or contributed to the patient's experience. An event regarding alleged pain involving a triathlon insert was reported. The event was confirmed. Method & results: product evaluation and results: a visual, functional and dimensional inspection could not be performed as the device remains implanted. Clinician review: a review of the provided primary operative note, office notes and x-ray by the consulting clinician indicated "on (B)(6) 2018 it was noted, "six years later he is still hurting ... Pain since the surgery ... Doesn't really want his knee replaced immediately, he has lived with the discomfort [...]fair amount of play in his knee ... Also crepitus of patellofemoral articulation ... X-ray acceptable position, poly looks little narrowed in tibia and patella contacting femoral component medially and laterally." The office note continues, "gave him x-rays so he can discuss with stryker". There is no document follow-up subsequent to this visit available." [...]"x-rays dated (B)(6) 2012, (B)(6) 2012, (B)(6) 2016 and (B)(6) 2018 are multiple views of the left knee, which are essentially unchanged with no evidence of loosening, wear or pathology based upon serial x-rays. The variation in the latest x-ray with respect to insert thickness and patellar contact likely related to patient positioning." "There is no evidence this complaint of persistent non-disabling knee pain since surgery is related to implant components, manufacturing or material facts. Persistently benign imaging studies, maintained good range of motion and benign wound appearance suggest reflex sympathetic dystrophy, lumbar radiculopathy, or simply the 20% of total knee patients that have some persistent discomfort may be related to this clinical situation. Should additional information become available this report will be updated." Product history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the reported event was confirmed. However, the root cause could not be determined on the basis of the review of the provided medical records by the consulting clinician indicating "there is no evidence this complaint of persistent non-disabling knee pain since surgery is related to implant components, manufacturing or material facts. Persistently benign imaging studies, maintained good range of motion and benign wound appearance suggest reflex sympathetic dystrophy, lumbar radiculopathy, or simply the 20% of total knee patients that have some persistent discomfort may be related to this clinical situation. Should additional information become available this report will be updated." Additionally, the reported device has not been subject to a product recall per the product remediation report. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened. Device not returned.

Event description:
It was reported, "knee is loose and causes me a lot of trouble. Outside leg from knee to ankle is numb. It pops with every step and had put a stop to my walking". Update:as per patient, he experiences pain from time to time. Left knee.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported, "knee is loose and causes me a lot of trouble. Outside leg from knee to ankle is numb. It pops with every step and had put a stop to my walking".

Manufacturer narrative:
Additional information: age at time of event, date of birth; gender; weight. An event regarding loosening involving an unknown knee was reported. The event was not confirmed. Method & results: product evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Clinician review: the available medical records were provided to a consulting clinician who rejected for medical review stating - no confirmation of event, need additional information, no follow up for 4 years, last follow up was bone scan in (B)(6) 2016. Need subsequent follow up and confirmation of event description. Product history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: it was reported that the patients left knee is loose and causes him trouble, leg from knee to ankle was numb and pops with every step. Also the patient stated experiencing pain. The available medical records were provided to a consulting clinician for a review which was deemed insufficient to confirm the event. The event could not be confirmed nor the root cause determined because insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. Also, it can not be confirmed whether the device was a part of recall as the device was not identified properly. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported, "knee is loose and causes me a lot of trouble. Outside leg from knee to ankle is numb. It pops with every step and had put a stop to my walking". Update: as per patient, he experiences pain from time to time. Left knee.